Event description:
As reported through (B)(6), severe paravalvular leak (pvl) and moderate central was noted on 2 year echo. The patient was treated medically and the event is ongoing. At last report, a treatment plan had not yet been formed. Review of serial echoes revealed trace pvl and no central regurgitation post procedure (tee), moderate pvl and no central at discharge (tte), mild pvl and mild central at 30 days (tte), moderate pvl and mild central at 1 year (tte).

Manufacturer narrative:
In this case, the medical facility responded to edwards request for medical records. In the response received it was indicated that no information is available and the hospital refuses to release records as patient is expired. That said, no additional information will be forthcoming for this event. In this case, the cause of death is unknown. However, patient factors, advanced age ((B)(6)) and co-morbidities (chf, htn) could have contributed to the death. There is insufficient information to determine if a relationship existed between the patient¿s death and the implanted valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Of note, the patient expired 3 years and 9 months post procedure. The patient was transferred from the nursing home to the hospital and subsequently expired 11 days later. As per primary investigator, the cause of death is unknown. Initially reported, a 2 year echo revealed severe pvl and moderate central.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause has not been determined; it is possible that valve migration or cardiac remodeling may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.